Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 15 years post deployment of a vena cava filter via the left side femoral, the patient started experiencing severe pain and discomfort. Approximately one year later, the patient requested an x-ray as the pain was no longer tolerable. Initial evaluation of the x-ray did not find any issues with the filter. A secondary physician consult identified the filter as sticking through the ivc. Medical intervention was deemed not necessary. The filter remains implanted. The patient was reportedly experiencing pain and discomfort.

Manufacturer narrative:
Manufacturing review: the device lot number was not provided; therefore, a manufacturing review was not performed. Visual inspection and functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. The investigation was inconclusive for extrusion of any part of the filter. Based on the available information, the definitive root cause for this event was unknown. Labeling review: the current IFU (instructions for use) states: potential complications: perforation of the vena cava wall by the legs of the filter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 15 years post deployment of a vena cava filter via the left side femoral, the patient started experiencing severe pain and discomfort. Approximately one year later, the patient requested an x-ray as the pain was no longer tolerable. Initial evaluation of the x-ray did not find any issues with the filter. A secondary physician consult identified the filter as sticking through the ivc. Medical intervention was deemed not necessary. The filter remains implanted. The patient was reportedly experiencing pain and discomfort.